Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the emergency lamp indicator was blinked during preparation for a therapeutic procedure. The user facility replaced the subject device with another device and completed the intended procedure. The local field service engineer checked the subject device and found that the reported phenomenon was duplicated. Olympus thailand checked the subject device and found that the reported phenomenon was duplicated and the emergency lamp had failure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to omsc for evaluation. The local olympus field service repaired the device and replaced the emergency lamp. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus thailand, the reported phenomenon occurred due to failure of the emergency lamp which could have been attributed to an accidental failure or aging deterioration of the emergency lamp.